Event description:
It was reported via clinical affairs that a female patient with an implanted edwards aortic valve in (B)(6) 2012, was admitted in (B)(6) 2012 and diagnosed with bioprosthetic endocarditis, underwent redo avr on (B)(6) 2012, then expired two days later. Event description states: " patient admitted on (B)(6) 2012 for left arm pain. Blood cultures obtained were positive for staphylococci. The patient was treated with vancomycin, rifamycin, and redo avr surgery. The patient deteriorated rapidly after the redo avr on (B)(6) 2012 and died on (B)(6) 2012." Cause of death stated as follows: " cardiac arrest with underlying causes of metabolic acidosis, hyperkalemia, diffuse intravascular coagulation and endocarditis." No information to suggest an edwards device malfunction or quality deficiency related to this event.

Manufacturer narrative:
Patient medical records were requested but not yet provided by the hospital. The provided information suggests nothing to indicate a device quality deficiency or malfunction that may have caused or contributed to this event. Prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.